Manufacturer narrative:
The cause of the reported issue could not be determined. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device delivered defibrillation energy when the analysis was aborted. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer received a loaner device. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device delivered defibrillation energy when the analysis was aborted. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.